Manufacturer narrative:
(B)(4). Batch #: 885a65. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with an unfired gst60g reload. The device was returned with non-functional firing and articulation mechanisms. The device did produce initialization feedback upon battery insertion. When the device initialized the knife advanced slightly, causing the jaws to partially close automatically. No further functional test could be performed due to the condition of the device. In order to verify the function of the pcba voltage readings were analyzed and found to be consistent with a non-functional pcba. No conclusion could be reached as to the cause of the defective pcba. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 885a65, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a sleeve gastrectomy the device was place in the patient and would not articulate. It was removed and the battery flipped. It worked for a split second then stopped. When they hit 'home' it did nothing and would not articulate. A new device was used to complete the case with no patient consequences. Following the case the rep put the battery from the first device into the second device that was used to complete the case and it worked.